Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the downstream occlusion message when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, constant downstream occlusion alarm, which was no t reproduced but confirmed. The downstream pressure plate gap was out of specification. The downstream tubing guide was replaced.